Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient connector and case were cracked. (B)(4).

Event description:
It was reported that the lead connection was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.